Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "didn't give [the customer] insulin for too long" and they went to the emergency room. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.